Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a charity service trip, the physician could not interrogate a patient's pacemaker. Device was refurbished and presumed to be end of service (eos). The device was implanted in (B)(6) of 2014. Nothing was done to address this issue as of yet. Patient was stable.